Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention was undertaken during which the ipg was relocated and replaced. Stimulation was restored following the procedure.